Event description:
A facility paramedic was using the device to monitor a pt through a 3-lead ECG cable. While monitoring, the pt went into cardiac arrest. The paramedic reportedly became confused and pressed the advisory and analyze switches. The device responded with a connect cable message and switched to paddles lead, as designed. Reportedly the operator took approximately 2 minutes to connect the pt to the device through a therapy cable and combination electrodes, diagnose the pt in ventricular fibrillation and deliver defibrillator therapy. The pt was not resuscitated.